Manufacturer narrative:
(B)(4). Merrill ra, keating me, sueyoshi t, davis ke, barrington jw, emerson rh. Twenty-five-years and greater, results after nonmodular cemented total knee arthroplasty. The journal of arthroplasty (2016), http://dx.doi.org/10.1016/j.arth.2016.01.043. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the item and lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the item and lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06717, 06723, and 06725.

Event description:
It was reported in a journal article that studied the outcomes of 5649 primary total knee arthroplasties for 25-30 years using the anatomic graduated component that there were 25 cases of a revision due to infection.